Event description:
A healthcare professional reported that during a cataract surgery, immediately upon starting the irrigation/aspiration step, the irrigation cannula of the handpiece occluded. The handpiece was exchanged to complete the surgery. There was no patient harm. No additional information is expected.

Manufacturer narrative:
A sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: one opened irrigation handpiece with an irrigation tip was received for the report of being occluded. The handpiece assembly was returned loose in the packaging blister. The sample was examined per facility procedure and the irrigation tip was observed to be visually conforming but had a slightly brighter appearance than the normal molded condition. The tip was then functionally tested and was determined to be obstructed and would not pass any fluid. Under magnification, the blockage was just past the molding 'saddle' location within the hub. A device history record review for lot was conducted. No anomaly was found during the device history record reviews. The product was released based on manufacturer´s acceptance criteria. The evaluation of the returned sample confirms the claim of a blocked irrigation cannula. The nonconformity, based on the exterior appearance and the interior diameter occlusion of the returned sample, is consistent with a device that has been steam sterilized and appears to be the most potential root cause. This product is a single-use device and is not intended to be resterilized per the instructions in the directions for use. (B)(4).